Event description:
On 10/21/97, the account reported a false positive bhcg result of 54 miu/ml, which was run on the axsym analyzer. The sample was run in a red top tube. An sst tube, which was drawn the same day, gave a result of 0.0 miu/ml. A red top tube and an sst tube were drawn the following day from the pt and both gave results of 0.0 miu/ml. According to the account, all specimens were fresh, sampled out of the primary tubes, and were in the correct positions when tested. The reagents were free from bubbles. However, a probe crash had occurred on 10/10/97 without a probe calibration. No further pt info has been provided. No report of injury.